Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. High gradient can be a result of possible valve related and/or non-valve related issues. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted 12 years, one month, underwent transcatheter valve-in-valve procedure due to severely elevated gradient. A 23mm valve was implanted inside the failing 21mm valve. An aortic root shot was performed, which showed excellent valve position with no valvular or perivalvular leak and the left coronary artery flow was still intact. The patient was transferred to cicu for further monitoring. The patient was deemed okay to discharge home on post operative day #1.